Event description:
During a cardiac procedure, the surgeon inserted the catheter and was unable to inflato the ballon. When the catheter was removed a hole was noted in the ballon. Another coronary sinus catheter was used to complete the case with no adverse patient consequences.